Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 26 unopened pouches and 1 opened. Analysis and results: there is one previous complaint of this code batch regarding other issue. Manufactured (B)(4) units of this code-batch. There are no units in stock. Received 26 closed samples and an open sample (unused) with the needle detached from the thread (thread is still wound on the pack). Tightness test to the closed samples received has been performed and the units are tight. Tested the needle attachment of the closed samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the closed samples received fulfil the OEM specifications, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take action in distributed product. The customer will receive a credit note for one box of product as a quality courtesy. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany. Needle detached from thread very easy.